Event description:
During a diagnostic ep procedure in (B)(6) 2016, part of a 5f ultimum introducer sheath broke off in the patient's vessel. It was unknown at the time that the sheath had broken, and the piece of sheath remained in the patient. The patient presented with chest pain on (B)(6) 2016. An angiogram was performed, which identified the sheath piece was present and had migrated into the right atrium. Intervention was performed on the same day to retrieve the 11cm sheath piece. The patient was discharged in stable condition. Per report, the healthcare facility believes this was the result of user error.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the sheath tubing was returned separated from the hemostasis hub; the hemostasis hub was not returned. Visual inspection confirmed only the distal section of the separated sheath tubing was returned. One customer image was also received. The sheath tubing appeared to have been cut, torn, and stretched at the proximal end. The sheath tubing had also been kinked and bent. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the sheath damage is consistent with forcible contact during use. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations.